Manufacturer narrative:
Select patient information cannot be provided due to regional privacy regulations. The reported device is not marketed in the united states, but it is a same/similar device to one that is marketed outside the united states. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced pump error 24, audio/vibrate anomaly/absence of alarm, device test failed. The customer reported no adverse event. The event involved product(s) mmt-1805. Troubleshooting was performed for the event.customer reported critical pump error 24. Error table indicated that pump should be replaced due to recurrence of error or pump failed self test customer reported a vibrate anomaly. Ran self test and pump did not vibrate during test. No harm requiring medical intervention was reported. Mmt-1805 was requested and customer response was the device will be returned.

Manufacturer narrative:
The pump passed the sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test and dat at 0.08755 inches. The pump passed the screen test, led test and tone test. However, the pump failed the vibration test. The pump was unable to vibrate during self test. No unexpected pump error 24 alarm noted during testing. Successfully downloaded history files and traces using thump. Power management graph was successfully generated. The power management tool confirmed the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) were within spec range. In further review of the formatted history file 1 week prior to the event date of 15-may-2024, these pump error(s)/alarm(s) were noted: pump error 130 alarm was found on: (B)(6) 2024 10:05:17.000. Pump error 130 alarm was confirmed according in the formatted history file, problem isolated on the motor assembly. Pump error 24 alarm (filenumber 33 linenumber 2188) was found on: (B)(6) 2024 10:08:00.000, (B)(6) 2024 10:10:00.000. Pump error 24 alarm (filenumber 33 linenumber 2188) was confirmed according in the formatted history file, suspected on hw. Insert battery alarm was found on: (B)(6) 2024 11:19:30.000, (B)(6) 2024 11:21:36.000, (B)(6) 2024 11:31:00.000, (B)(6) 2024 15:01:50.000, (B)(6) 2024 15:02:17.000, (B)(6) 2024 15:03:06.000, (B)(6) 2024 15:03:11.000. Pump error 68 alarm was found on: (B)(6) 2024 10:06:06.000, (B)(6) 2024 11:16:43.000. Pump error 49 alarm was found on: (B)(6) 2024 10:06:06.000, (B)(6) 2024 10:08:26.000, (B)(6) 2024 11:16:43.000, (B)(6) 2024 11:16:58.000. Pump error 23 alarm was found on: (B)(6) 2024 10:08:39.000, (B)(6) 2024 12:31:27.000, (B)(6) 2024 15:02:17.000. Power loss alarm was found on: (B)(6) 2024 12:31:40.000, (B)(6) 2024 12:31:48.000. Insert battery alarm was expected since the battery was removed from the pump. Pump error 68 alarm, pump error 49 alarm, pump error 23 alarm and power loss alarm were expected since the pump restarted due to pump error 130 alarm and pump error 24 alarm. Multiple no delivery alarm/insulin flow blocked alarm were found on (B)(6) 2024 during bolus/basal/prime deliveries. The insulin flow blocked alarm functions properly during the basic occlusion test, occlusion test and force sensor test. No unexpected insulin flow blocked alarm/no delivery alarm noted during testing. The pump was cut open to perform visual inspection and found no evidence of physical or moisture damage on the pcba 1, pcba 2, force sensor, motor and vibrator¿assembly noted. A test case was used and the original pcba 1, pcba 2, internal battery and motor were installed. Powered the pump on using the aa 1.5v battery and continued on self test. The pump successfully vibrates during the self test. Vibrate anomaly during self test was confirmed, problem isolated on the vibrator assembly. The test p-cap and reservoir locked properly into reservoir compartment during testing. The following were noted during visual inspection: a cracked keypad overlay, a cracked battery tube threads, a scratched case and a serial number label fading. The pump passed all the required testing except self test. Vibrate anomaly during self test was confirmed, problem isolated on the vibrator assembly. Pump error 24 alarm (filenumber 33 linenumber 2188) was confirmed according in the formatted history file, suspected on hw. Also, pump error 130 alarm was confirmed according in the formatted history file, problem isolated on the motor assembly. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.